Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
Information received indicated that the catheter was replaced during a pump explant procedure (pump was at end-of-life); the catheter was found to be "insufficient" during a study performed during the case. There were no patient complications reported. Additional information has been requested from the physician. See also manufacturer's report #: 6000030200703607.